Event description:
It was reported during a sigmoidectomy procedure, the staples of one line were malformed. The were box shape. Another like device was used and the same thing occurred. No patient consequence.